Manufacturer narrative:
(B)(4) MFR. Report # 1531186-2013-03494 indicting (B)(4) as the manufacturer. The correct manufacturer is (B)(4).

Event description:
It was reported that a l-3b scooter had an unknown malfunction. It was unspecified whether there was injury or medical intervention. Additional information was requested.